Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: july 25th, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: initial observations before attempting to duplicate the failure: petrolatum-like material was found on the cutter near the port. Failure was duplicated. Functional tests were performed for aspiration, retraction, closure and single cut, probe successfully passed all tests. The original reason for investigation was addressed, failure was successfully duplicated as petroleum-like material was found near the port of the cutter. Root cause analysis: a review of the customer-provided video footage and failure analysis of the returned device concluded that the foreign substance that leaked out of the probe was likely petrolatum, a lubricant, and a processing agent used during the probe assembly in manufacturing. Mid labs has fully assessed and identified the health hazards of all manufacturing/processing agents, including the petrolatum, and determined that the overall toxicity effect of the vitreous cutter is negligible and considered biocompatible for use as intended. Further investigation has been initiated to identify the root cause in the manufacturing process and based on the outcome of this further investigation, action plans will be developed. Conclusion: although a definitive root cause has not been confirmed at this time, johnson & johnson surgical vision, inc. Will continue to monitor these types of events. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section e1 - telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during procedure while using the device, a foreign material like a white solid, flowed back from the suction opening and entered the patients eye. The foreign material was removed from the eye. Procedure was successfully completed with backup and there was no patient injury. No further information was provided.